Event description:
The pt reportedly experienced sound quality issues followed by loss of sound. External equipment was exchanged; however, this did not resolve the issue. Testing confirmed that the device is not functioning properly. Surgery to explant the pt's device will be scheduled.